Manufacturer narrative:
The consumer alleged stated, they picked up the charger and burnt their hand. Manufacture spoke with dealer who serviced the consumer's chair after, the alleged event occurred. The dealer reported that the consumer had told them their hand just got hot. No burn was observed on the consumer's hand by the dealer, as they spoke with the consumer while servicing the chair. The charger was replaced and the dealer did not return the charger. Chair has remained in use.

Event description:
The consumer stated, they plugged the charger into charge the batteries. She left the charger overnight and when she picked it up the next day, it allegedly burned her hand. No serious injury is alleged.